Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an advanix biliary stent was used during an endoscopic retrograde cholangiopancreatography with stent exchange in the ampulla, performed on (B)(6) 2021. On (B)(6) 2021, the advanix biliary stent 10x5cm was successfully placed. It was reported that the patient continued to have bile drained in the percutaneous biliary drainage. The physician wanted to replace the plastic stent with a fully covered metal, a wallflex biliary stent. During the withdrawal procedure, upon removing the plastic stent from the patient, the distal flange cut through the ampulla with a piece of tissue that wedged between the flange and the stent body. The tissue was cut using a precut sphincterotomy to dislodge the stent. The procedure was successfully completed with a covered metal wallflex biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported fully recovered.